Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate there was no speaker sound at start up test, due to a defective speaker. The device was not in use on a patient at the time of the event, there was no patient involvement. The customer was provided a replacement device to resolve the issue.